Manufacturer narrative:
H10: a third party service technician evaluated the ventilator and found that fi02 reasing was 78.5% when set to 90%. As a resolution,the blender was replaced.

Event description:
It was reported to vyaire medical that fraction of inspired oxygen reading was 78.5% when set to 90% during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.